Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / malposition of essure device location of device: uterus') and fallopian tube perforation ('perforation: (fallopian tube(s)),') in a 37-year-old female patient who had essure (batch no. 626811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Concurrent conditions included allergic reaction to analgesics, ovarian cyst, bladder injury, hemangioma, pelvic adhesions and multiple cesarean sections. Concomitant products included ketorolac since (B)(6) 2008 and trometamol (tromethamine) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain ("chronic pelvic pain/ lower pelvic pain"), abdominal pain ("abdominal pain"), pain in extremity ("shooting pain in leg") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, fallopian tube perforation and allergy to metals outcome was unknown and the pelvic pain, abdominal pain, pain in extremity, dysmenorrhoea, dyspareunia, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pain in extremity, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2007 and (B)(6) 2008. The uterine portion of the intrafallopian tube coils is identified , however the distil aspect is not seen. Essure device deployed with difficulty as per protocol . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: result: perforation (uterus), perforation (other) please describe:, malposition of essure device.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / malposition of essure device location of device: uterus') and fallopian tube perforation ('perforation: (fallopian tube(s)),') in a (B)(6) female patient who had essure (batch no. 626811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Concurrent conditions included allergic reaction to analgesics, ovarian cyst, bladder injury, hemangioma, pelvic adhesions and cesarean section. Concomitant products included ketorolac since (B)(6) 2008 and trometamol (tromethamine) since (B)(6) 2008. On (B)(6)2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain ("chronic pelvic pain/ lower pelvic pain"), abdominal pain ("abdominal pain"), pain in extremity ("shooting pain in leg") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, fallopian tube perforation and allergy to metals outcome was unknown and the pelvic pain, abdominal pain, pain in extremity, dysmenorrhoea, dyspareunia, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pain in extremity, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2007 and (B)(6) 2008. The uterine portion of the intrafallopian tube coils is identified , however the distil aspect is not seen. Essure device deployed with difficulty as per protocol. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina on (B)(6) 2009: result: perforation (uterus), perforation (other) please describe:, malposition of essure device. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received., previously reported event "injury nos "replace with "abnormal bleeding (vaginal)", events " menorrhagia, nickel allergy, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain ,pain in leg, abdominal pain, perforation (fallopian tube(s)), perforation (uterus)/malposition of essure device location of device: uterus", lot number, reporter, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.